Event description:
A 3.0 mm diameter x 23 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient, for the treatment of a 100% stenotic mid lad lesion. It was reported that the patient suffered an ami (st segment elevation). A coronary angiography was carried out on the same day at, where an occlusion of the mid lad was observed. Thrombosis aspiration was carried out with a medtronic export xt catheter. An endeavor resolute drug-eluting stent was successfully implanted at 16 atm for 30 seconds; results were a smooth and straight artery wall. However, a dissection (with bleeding) occurred at the middle of the stent. A trans-thoracic echo-doppler was performed in the cath lab. No pericardial lesion was observed. In order to treat the dissection and to resolve the issue, a long inflation (3 min, at 6 atm) was carried out with a sprinter legend 3.0 x 12mm dilation balloon. Result was a good outcome, with no patient consequences. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: pending cd evaluation. Dissection. Conclusions: pending cd evaluation. Secondary intervention.